Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The device was not returned for analysis, therefore the reported device issues were not confirmed. Based on the information available, it cannot be conclusively determined if the cause of death is device related.

Event description:
Reportedly, the patient was presented for aortic valve replacement and expired eight days after surgery. The cause of death or date of occurrence is unknown at this time. The device is still implanted; therefore it is not available for return. The operative report and death summary has not been provided.

Manufacturer narrative:
Device evaluated by manufacturer. No as it was reported that an explant did not occur. Evaluation method: device not returned. Additional manufacturer narrative: the operative report and death summary has been requested, however, information has not been received. The device history record review is in process.

Event description:
The discharge summary states, "during the course of time following open heart surgery, however, after aortic valve replacement, the patient abruptly developed kidney failure without a clear explanation. Nephrology was consulted promptly, and the patient was undergoing a dialysis attempt when she apparently had an arrhythmic arrest, and despite heroic maneuvers and measures to resuscitate her, she expired."